Event description:
Patient presented to the physician requesting an upgrade to a newer MRI-compatible ipg and also reported chest pain. Physician brought the patient into the or, replaced the ipg, and closed.